Event description:
It was reported that while using the bd bactec¿ peds plus¿/ f culture vials (plastic), there were 45 molecular false positive results. No patient impact reported. The following information was provided by the initial reporter: "customer states she is unable to give a number of bottles that were affected as a total of 45 bottles exhibited molecular fp for c. Tropicalis and all have been discarded. · biofire panel type (bcid1 or 2): bcdi2 · biofire catalog: unknown · biofire lot number: 2yze23 and 2wpd23 · was biofire result dual positive? Yes · what organisms grew? Unknown as customer does not have information available on the individual bottles · what was seen in the gram stain? The yeast was never seen on gram stain.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442020. Batch no.: 3137622. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that while using the bd bactec¿ peds plus¿/ f culture vials (plastic), there were 45 molecular false positive results. No patient impact reported. The following information was provided by the initial reporter: "customer states she is unable to give a number of bottles that were affected as a total of 45 bottles exhibited molecular fp for c. Tropicalis and all have been discarded. Biofire panel type (bcid1 or 2): bcdi2. Biofire catalog: unknown. Biofire lot number: 2yze23 and 2wpd23. Was biofire result dual positive? Yes. What organisms grew? Unknown as customer does not have information available on the individual bottles. What was seen in the gram stain? The yeast was never seen on gram stain.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.